Event description:
In 2005, while wearing the external equipment, the pt reportedly experienced pain and sound perception problems. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. On the 9th day, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device is to be scheduled.